Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a needle didn't correctly insert into the patient's skin. The event occurred on 04 apr 2024. The issue occurred when attempting to insert the needle. Customer's bg at time issue was noticed as 170 mg/dl. No further information available.